Event description:
It was reported that patient was revised on a right knee due to failed knee. When surgeon opened up the patient, found that the baseplate was broken. Baseplate, femur and insert were removed and replaced.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving a duracon baseplate was reported. The event was confirmed. Method & results: device evaluation and results: a photograph of the baseplate component was provided. The component was fractured through one condyle. Medical records received and evaluation: insufficient medical records were received for a medical review to be performed. Device history review: not performed as the lot ID is unknown. Complaint history review: not performed as the lot ID is unknown. Conclusions: the photographs that were provided confirm that the duracon baseplate was fractured. Insufficient information was provided to perform a medical review of this case. Further information, such as medical records and device evaluation are needed to determine the root cause.

Event description:
It was reported that patient was revised on a right knee due to failed knee. When surgeon opened up the patient, found that the baseplate was broken. Baseplate, femur and insert were removed and replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.